Event description:
The child fell down on the implanted side; there was bleeding, redness and swelling reported. No hearing performance was observed after the incident.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The child fell down on the implanted side; there was bleeding, redness and swelling reported. No hearing performance was observed after the incident.

Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. The reported damage to the implant housing can be confirmed upon device receipt. The complaint will be re-opened, when the device is available for investigation.

Event description:
The child fell down on the implanted side; there was bleeding, redness and swelling reported. No hearing performance was observed after the incident.

Manufacturer narrative:
(B)(4) . Based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. So far no information has been received regarding a potential date for explantation surgery. Should additional relevant information be received, a follow up report will be sent. This report is otherwise an initial and final.